Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both single use loading units were received fully applied with the interlocks engaged. Both knife blade displayed no damage. The cartridge surface was of the first loading unit was cracked. Functional testing was performed which included resetting and loading both single use loading units (sulus) with staples from a test sulu. The sulus were then loaded into the returned instrument. The instrument and sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy closure on the colon, there was poor staple formation. The staple line was fixed by resecting and re-stapling. It was noted that the stapler partially cut the tissue. The staple line was also incomplete. There was tissue loss and tissue damage as a result of the problem. A second reload was used. The reloads number three and four worked fine. Additional bowel was resected to complete the case.